Event description:
It was reported that the device locks up and beeps. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly board. As a result, the printed wiring assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.